Event description:
Customer reported that the insulin pump alarmed motor error. Customer is experiencing high blood glucose. The blood glucose reading is 389 mg/dl. Customer has treated with manual injection. Motor error has occurred more than once withing a thirty day period. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump received with alarms during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Missing end cap sticker.